Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This event was previously reported on a different suspect medical device in manufacturers report number 1415939-2018-00129. On september 20, 2018, the likely cause was changed from ln: 1l75-25, lot: 85028m800 manufactured in (B)(4) to the architect i1000sr analyzer ln: 01l86-01, sn: (B)(4).

Event description:
The customer observed falsely depressed cyclosporine results on the architect i1000sr analyzer. The following data was provided (ng/ml): sid 1: initial 75.7, repeat 114.3, 157.8; sid 2: initial 210.3, repeat 310.3, 360.1; sid 3: initial 134.5, repeat 180.3, 269.4; sid 4: initial 34.5, repeat 86.2, 106.4; sid 5: initial 146.6, repeat 194.4, 254.8; sid 6: initial 175.7, repeat 225.2, 349.0. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. The false depressed results for architect cyclosporine, architect sirolimus and architect tacrolimus were observed after potentially incorrect prepared architect concentrated wash buffer for an unknown lot. Service was performed which resolved the issue. The wash buffer was made up freshly and results return to expected. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.